Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6: annex a (medical device problem code), annex g (component code). Investigation ¿ evaluation as reported, the user opened the basket of a ngage nitinol stone extractor before procedure and found out the basket wire broken. The user changed to a new same type device to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in an open package with label to cook for evaluation. Two basket wires were pulled from the basket sheath and the support sheath was severely bent. The handle was able to actuate the basket wire but was not able to form basket shape. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed two recorded non-conformances possibly relevant to the failure mode, however, it could not conclusively determine if the issues are related. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_shef_rev1] packaged with the device did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause could not be determined. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
As reported, the user opened the basket of a ngage nitinol stone extractor before procedure and found out the basket wire broken. The user changed to a new same type device to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: name and address: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.